Event description:
The customer's mother reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 286 mg/dl. The customer mother stated that the buttons are not responding. The mother was asked if the patient recalls any significant events leading to the keypad issues. The mother said that the insulin pump may have been exposed to humidity in bathroom. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with keypad unresponsive due to a keypad connector was unlocked. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window, scratched reservoir tube window and stained end cap sticker.